Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. 310c33 tissue valve, implanted: (B)(6) 2017; 305u223 tissue valve implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were observed with the right atrial (ra) lead following an open heart procedure. The lead was removed and replaced. No patient complications have been reported as a result of this event.